Event description:
It was reported that the front wheels of the ventilator was broken. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) repaired the ventilator cart with new wheels. The ventilator was then put back into service. The broken wheel was not returned for investigation. Provided picture confirmed the broken wheel. The root cause of the reported issue has not been determined.